Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is + (B)(6) ; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the right atrial (ra) lead exhibited an insulation anomaly along with an increase in pacing thresholds, for which a lead removal procedure was performed. During the procedure, it was noted that the lead was embedded in scar tissue, requiring dissection to release it. Once exposed, a fracture of the electrical conductor was observed near the connector. A phlebography was performed to assist with the extraction; however, the lead could not be removed without applying force, the physician performed additional maneuvers to facilitate removal using a stylet. The lead was subsequently freed from the fibrotic tissue and completely extracted. A new ra lead was then implanted. The explanted lead is expected to be returned for analysis. No additional adverse patient effects were reported.